Manufacturer narrative:
H6: added evaluation codes (code 400 = damaged firing mechanism)

Event description:
The device was used during a lap splenectomy procedure. It was reported device made a loud cracking sound as stapler was fired. There was no consequence to the pt.